Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the tubing set was connected to a needleless connector and was being used to deliver an unspecified volume of packed red blood cells (prbc), at an unspecified rate, via a plum pump. After an unspecified length of time, the pt called the nurse to the room because blood was dripping onto the pt. It was reported that after the nurse entered the pt's room, the nurse found that the distal tip of the option-lok male adapter of the tubing set had broken off and a piece of the option-lok male adapter of the tubing set remained lodged inside the needleless connector. The nurse clamped the tubing set. The customer contact stated, "very little of the blood had actually leaked out". The customer contact reported the needleless connector and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.